Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was "high", although specific value was not provided. Reportedly, the customer was asleep and did not take any action to resolve high bg. Customer changed pump supplies to address the occlusion. Additionally, it was reported that a cartridge change error occurred. The customer's blood glucose (bg) was 527 mg/dl. Customer addressed elevated bg and cartridge change error by changing the cartridge and infusion set.